Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad to treat the target lesion. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted overlapping to treat complications of a dissection after the initial stent implantation. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation results: (dissection).